Event description:
It is reported in the literature article titled "cap-assisted colonoscopy increases detection of advanced adenomas and polyps" appearing in am j med sci 2017;353(4):367-373; one patient experienced a bowel perforation, and one patient experienced an unstated sedation complication while undergoing cap assisted colonoscopy using an olympus colonoscope, high definition monitor, and disposable distal cap. Available details as follows: one patient experienced a perforation. It is described as a minor tear in the sigmoid colon. The physician believed this occurred due to excessive looping of the sigmoid colon. The patient underwent a laparoscopic repair of the perforation without colon resection. The patient recovered completely and was discharged from the hospital 3 days later. One patient experienced a non-specified sedation complication. No information was provided regarding any treatment required as a result of this occurrence. No additional consequences to the patient were reported. There were no reports of any olympus device malfunction occurring in any of the cases reported in this literature article.